Event description:
It was reported that during a da Vinci-assisted surgical procedure, the Fenestrated Bipolar Forceps had a joint fracture. The procedure was completed with no reported injury.ISI followed up with the initial reporter and obtained the following additional information: customer confirmed the breakage of the wires that run to the instrument tip, the wires that enable the jaws to open. No patient tissue damage was verified. No fragment fell into the patient.

Manufacturer narrative:
Intuitive Surgical Inc. (ISI), has not received the da Vinci product with an alleged issue to perform failure analysis.This report was impacted by the eMDR scheduled maintenance occurring (b)(6)2026.